Event description:
It was reported that the patient with this implantable cardioverter defibrillator expired following episodes of ventricular tachycardia and fibrillation. The caller noted that the device, which had delivered three rounds of anti-tachycardia pacing but no shocks, had exhibited undersensing and requested technical services (ts) review of device electrograms. Ts review found that some undersensing had occurred, likely due to varying amplitude measurements.